Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a possible perforation approximately two weeks post implant. Dislodgment was noted on the right ventricular (rv) lead. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.